Manufacturer narrative:
Non-repeatable falsely elevated trop I result occurred on a single pt sample. This trop I result was reported to the clinician. A second sample was drawn and produced normal results. At this time the initial sample was retested and gave normal results. A corrected report was issued. There was no allegation of harm associated with this event. The root cause of the event is unk at the time of this report; however, the ocd field engineer's instrument investigation is continuing.

Event description:
A customer observed non-repeatable falsely elevated trop I es result for one pt sample tested on the vitros eci analyzer. The biased result was released to the physician and the result was questioned after normal results were obtained for a second sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B) (4).